Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise. It could not be determined whether the noise was attributed to lead noise or electromagnetic interference on the pacemaker (pm). The pm was explanted and replaced on (B)(6) 2026. The patient condition was not known.